Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 19751350.

Event description:
It was reported that the patients system was not providing pain relief and underwent an explant procedure. No further information could be obtained despite good faith effort. Additional information was received that the paddle lead was also explanted.

Manufacturer narrative:
Exact date unknown, event occurred couple of years ago from the date the manufacturer became aware of the event. Explant date: couple of years ago.

Event description:
It was reported that the patients system was not providing pain relief and underwent an explant procedure. No further information could be obtained despite good faith effort.